Event description:
Device maintenance of stryker intouch® critical care bed requires the replacement of two batteries on the bed every two years. Current batteries are starting to fail after 18 months. Hospital have had previous issues with this same problem in the past, as such we are using two different brands on the beds at this time: the stryker approved model and a duracell equivalent. Both are showing failing earlier that intended making the bed difficult to push in the drive mode as motor the turns off. The manufacturer recommend using stryker batteries, problem still present with manufacturer and off-brand batteries.

Event description:
Device maintenance of stryker intouch® critical care bed requires the replacement of two batteries on the bed every two years. Current batteries are starting to fail after 18 months. Hospital have had previous issues with this same problem in the past, as such we are using two different brands on the beds at this time: the stryker approved model and a competitor equivalent. Both are showing failing earlier that intended making the bed difficult to push in the drive mode as motor the turns off. The manufacturer recommend using stryker batteries, problem still present with manufacturer and off-brand batteries.

Event description:
Device maintenance of stryker intouch® critical care bed requires the replacement of two batteries on the bed every two years. Current batteries are starting to fail after 18 months. Hospital have had previous issues with this same problem in the past, as such we are using two different brands on the beds at this time: the stryker approved model and a competitor equivalent. Both are showing failing earlier that intended making the bed difficult to push in the drive mode as motor the turns off. The manufacturer recommend using stryker batteries, problem still present with manufacturer and off-brand batteries.